Event description:
Caller reported tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl, confirming there was no adverse impact. Customer was assisted by technical support in addressing the cartridge alarm with no history of similar alarms reported in the past.